Event description:
A report was received that the patients ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. Sc-1110-02 sn: (B)(4) device evaluation indicated that the ipg passed all the tests performed.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure.